Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leakage from the protector with piperacillin/tazobactam reig jofre. It has happened many times. They thought it has happened twenty times or more. During use. Leakage. Additional information: could you please provide the lot number of the defective product? I don´t have any lotnr has there been any patient impact (serious injury, medical intervention, change of treatment required)? No patient impact. Has there been any healthcare worker¿s exposure to blood or bodily fluids? No have any other actions been taken? No action taken.